Event description:
A report to technical services indicated atrial sensing appeared to be coincident with ventricular events. The atrial pacing appears to be capturing the ventricle. The caller suggested the lead could be close to the valve and, therefore, picking up ventricular senses. However, a lead dislodgement was questioned. Additional information from the referring physician's office noted the device had been excised and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.